Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with severe spinal stenosis l5-s1. Severe degenerative disc disease l5-s1. L5 radiculopathy. S1 radiculopathy. The patient underwent the following procedures: de-compressive laminectomy l5 for decompression of the thecal sac. Discectomy l5-s1 on the right for decompression of the s1 nerve. Posterior lumbar inter-body fusion. Inter-body arthrodesis using peek implant l5-s1. Posterolateral fusion using local auto-graft and allograft bone chips l5-s1. Use of bone morphogenic protein to aid in inter-body arthrodesis and posterolateral fusion. Posterior non-segmental instrumentation using bi-pedicular screws l5-s1. Interpretation of intra-operative fluoroscopy. Use of operative microscope. Neural monitoring consisting of free running emgs and seeps and triggered emg screw testing. As per-op notes, ¿ a (B)(6) peek implant was packed with morphogenic protein and placed. Allograft and autograft bone chips were also placed in the inter-space to aid in inter-body arthrodesis. Bone morphogenic patties were also placed in the lateral gutters as well as the allograft and the autograft bone chips to aid in the posterolateral fusion.¿ no patient complications were reported.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth and subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.